Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The clinical observation was not confirmed. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause cannot be conclusively determined; however, patient factors and patient's underlying valvular disease pathology likely contributed to the event. Attempts to retrieve additional information have been unsuccessful. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 23mm aortic valve implanted in the aortic position underwent surgery for valve in valve replacement after an implant duration of approximately 10 years and 1 month due to stenosis. A transcatheter valve was implanted. Patient was noted as to be recovering.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
H11. Corrected data: corrected h6 result code.